Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber burnt after 328 509 joules, the beam forward firing was also reported additionally to the error of the device overheating. The fiber was replaced, and the procedure was completed using another fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic examination of the fiber tip identified a distal circumferential fracture. Additionally, the glass tip was broken off and no returned with the fiber as well as the fiber data card. The laser was not aligned with the output window, indicating a glue failure. The returned fiber showed that the connector cone, segments and tabs were in good condition, additionally, the control knob was attached and aligned with the fiber and can rotate. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. The glass cap was detached and the functional testing to verify the forward firing output rate, showed that it was above the threshold for potential patient harm, therefore, the forward firing event was confirmed. The glass cap exhibited severe devitrification at the output window, this is normal degradation of the fiber which occurred through use of the fiber, the heat accumulation at the fiber tip caused the glass at the firing window to crystallize. The metal cap exhibited severe charred debris adhesion on its surface which was indicative of prolonged tissue contact during the procedure. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the glass cap detachment. The device instructions for use (IFU) instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber burnt after 328 509 joules, the beam forward firing was also reported additionally to the error of the device overheating. The fiber was replaced, and the procedure was completed using another fiber.